Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system it was noticed that the needle was bent when the package was opened. During preparation for injection it was noticed that there was leakage at the septum. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that needle bent after unwrapped the package. Also. Noticed leakage at septum during preparation of injection.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9050883. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are furthur optimizing our swaging process by reducing depth requirements. Additionally, bd investigators noted that the returned sample had a large bend originating at the root of the cannula. The degree to which the needle is bent suggests a large force was applied to the needle. Although, sections of the manufacturing process have been identified as a potential root cause for this complaint, however the transportation and storage of this device has, in previous investigations, been shown to be the most likely root cause for this event. The shipping company has been notified of the situation and bd standards and expectations have been re-communicated. CAPA(B)(4) has been opened to aid in the investigation of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd intima-ii closed IV catheter system it was noticed that the needle was bent when the package was opened. During preparation for injection it was noticed that there was leakage at the septum. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that needle bent after unwrapped the package. Also. Noticed leakage at septum during preparation of injection.